Event description:
Caller reported the button on the pump is non-functional. Caller stated the pump displayed an e8 (power interrupt) error message and he removed and reinserted the battery. Caller reported the menu button was blocked; later all other buttons blocked. No adverse event reported. No product will be returned.

Manufacturer narrative:
The event occurred in (B)(6). (B)(6) law doesn't allow product return.